Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0460 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guide wire was not fed smoothly when PICC puncture and catheterization was performed for the patient, and the tip of the catheter was found to be protruding and not smooth, and the catheter was trimmed before the catheter was inserted. No other information was provided.